Manufacturer narrative:
Na.

Event description:
The nurse complained of discrepant inr results for 1 patient from coaguchek xs meter serial number (B)(4). At 12 pm the result from the meter was 6.4 inr and the result from the laboratory was 4.9 inr using dade innovin by siemens. There was no treatment and the patient's condition was "normal". The patient had no coumadin dosage changes since the last measurement. The patient had no new illness, no bleeding, and no bruising. The patient was taking a new medication called flagyl but had stopped taking it two days before the event. On (B)(6) 2018 at 9 am the result from the meter was 6.4 inr and at 9:15 am the result from the laboratory was 4.7 inr using dade innovin by siemens. The patient's coumadin dose was not changed based on the meter result. The patient was stable with no symptoms and no serious injury occurred. There was no allegation of an adverse event. The patient had no illness, no medication changes, no bleeding, and no bruising the patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.